Event description:
Litigation alleges the patient suffers from pain, squeaking, and elevated metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found other reported incidents against the provided product and lot combination for the pinnacle mtl ins (B)(4) (metal liner). Per wi-3430 a review of the device history records for the head and liner is no longer required. A complaint database search finds no other reported complaints against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 9/18/2014- pfs and medical records received. A doi was provided. After review of the medical records the revision operative note indicated there was some metal on metal debris and a cup that was well fixed and in good position. The revision operative note also indicated discomfort. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4).